Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient woke up with a "brief sensor issue". The patient's mind was conscious but couldn't move his muscles and mouth. The patient's roommate called 911 for medical assistance. No fingerstick was taken at home and no medication was provided. When the paramedics arrived, a fingerstick was taken and the blood glucose reading was low, but no specific value was reported. The patient was treated with intravenous glucose. After an hour when the patient was stable, and the paramedics left. The patient took a fingerstick and the blood glucose reading was 67 mg/l. The patient treated himself with a cracker. No further treatment was reported. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.